Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078505.

Event description:
It was reported that the patient had a hematoma over the midline incision site, following an implant procedure. The patient underwent a revision procedure wherein the hematoma was evacuated, and the bleeding was controlled using bipolar cautery. The physician believed that the hematoma was procedure and device related. The leads remain implanted, and the patient was doing well postoperatively.